Event description:
This report is based on information provided by a philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm 100 defibrillator monitor stating that the device showed an ECG failure. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that device gives problems when passing the tests. The cables are changed and it gives problems again after a few days. Additional information has been requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by a philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm 100 defibrillator monitor stating that the device showed an ECG failure. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The fse evaluated the device onsite and determined that the front, back housing and buttons were damaged, and the hardware error indicated a failure in the connection block and main board. Therefore, fse replaced the following parts dfm100 silicon 2 key (453564489341), dfm100 silicon 3 key (453564489361),dfm100 silicon 8 key(453564489351),dfm100 assy rear panel assy (453564489271), dfm100 assy-label set-spanish (453564489971), dfm1 assy front case 1.1 (453564587211) ,dfm100 assy processor (453564489071) dfm100 measurement module ECG (453564489131), dfm100 assy code board 2.1 (453564489221), ECG port, therapy port, main board and dfm100 assy som (system on module) (45356448905). After that the device returned to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be caused by the damaged dfm100 silicon 2 key, dfm100 silicon 3 key, dfm100 silicon 8 key, dfm100 assy rear panel assy, dfm100 assy-label set-spanish, dfm1 assy front case 1.1, dfm100 assy processor, dfm100 measurement module ECG, dfm100 assy code board 2.1, ECG port, therapy port, main board and dfm100 assy som. The reported problem is confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. An analysis was performed by a vigilance reporting specialist (vrs). The vrs determined that there was no reported patient death or serious injury, however the reported issue/event impacts or potentially impacts therapy, which could cause or contribute to a death or serious injury if the malfunction were to recur. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The issue was resolved by replacing the above-mentioned parts. It has been concluded that no further action is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment. Update: this dfm100 assy processor was returned "ECG failure". This was not verified in lab testing. The pca passed all tests during op check and general testing. This dfm100 assy processor is no fault found.